Event description:
It was reported that the patient had no stimulation sensation. The patient woke up in the middle of the night 4 days ago thinking they were so used to stimulation and realized they did not feel stimulation. The patient realized they couldn¿t remember the last time they felt stimulation. The patient used to feel stimulation in the vaginal area and if they turned stimulation up on certain programs, their leg would start shaking. Now they felt nothing and tried different programs and could go all the way up and felt nothing. The patient had no falls or trauma. The patient had a gradual loss of therapeutic effect. They were ok during the weekend, but their symptoms started gradually coming back and now they really felt ¿effects.¿ the patient wanted help to check their device and talked to their health care provider (hcp). The patient would have an appointment on (B)(6) 2015. The hcp advised the patient to contact the manufacturer representative and have them check the device. The patient had called their manufacturer representative and left a voicemail. The patient still had concerns regarding their device or therapy but was working with their hcp or manufacturer representative. It was further reported that there was not a 50 percent or greater symptom reduction. The cause of the event was not determined, it was device related, and reprogramming was needed. Lead migration was confirmed with a radiograph. The patient had surgery on (B)(6) 2015 to replace the lead that migrated and they were feeling stimulation in the appropriate area. The cause of the loss of effect was lead migration. The patient recovered without permanent impairment. The box was checked that death was considered to be device related, but it was clarified that there was no patient death and the patient recovered from surgery.

Manufacturer narrative:
Concomitant products: product ID 3889-41, lot # va0f6wm, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-41, lot # va0f6wm, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead. (B)(4).